Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter. During initial assessment of the returned machine, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a ground bond failed performance specifications. Follow up revealed that the customer discontinued use of the device because they were transferred to hemodialysis.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.

Manufacturer narrative:
(B)(4). The device was received operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation) functional test but failed the rite electrical ground bond test. The pal (product analysis lab) evaluated the device. The device was power cycled several times with no problems encountered. An internal inspection revealed no issues. The assignable cause for rite test failure - ground bond, which is a reportable malfunction, was determined to be a loose set screw on the door post. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.